Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when the nurse was preparing for the patient's blood collection, she found that there was no product label and date on the disposable vacuum blood collection tube, and immediately replaced it with a new one."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing labels as all samples met specifications. Production labeling process record of lot 1362771 was reviewed with no issues being identified. There were no related qn. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing labels. Bd was not able to identify a root cause for the indicated failure mode.